Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon using the device on the lung tissue during robotic laparoscopic thoracic pulmonary lobectomy surgery, the device broke off that the blade did not advance when pulling the handle. A green staple was replaced to complete the case. Hospital stay of the patient was extended.